Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly, retainer ring damage and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the retainer ring was falling out, the act button was difficult to press and the esc button would stick. Customer declined to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert greater than 1 week due to buttons not responding. Insulin pump received with cracked case display window corner, minor scratched lcd window and cracked case reservoir tube window corner.